Event description:
It was reported by the aci clinical specialist that a (B)(6) female pt underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the right femoral epigastric artery with the high stick technique via a 6f cordis sheath. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Peri-procedure the pt was anti-coagulated with angiomax. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that as the physician pulled the device back to the arteriotomy, the balloon lost pressure. It was noted by the physician that the pt was "very calcified". The device and the procedural sheath were removed from the pt. The pt was converted to 10 minutes of manual compression at which time hemostasis was achieved. The pt was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure and was discharged on (B)(6) 2013 with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approx 4.5mm from the balloon proximal tip. The review of the lhr (lot f1309505) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. However, it was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.